Event description:
It was reported that the 9800 system would not go up and down smoothly and intermittently it would slow down. It was also reported that the image size on the left monitor is off. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Investigation identified the need to replace the ps3 power supply and adjust the left monitor horizontal and vertical size adjustments. Ps3 replaced and adjustments made to the monitor. System tested and functioned as intended. System returned to service.